Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a lead monitor warning for low impedance with the right ventricular (rv) lead. The patient is being monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced due to low impedance and high thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2008 (B)(6). (B)(4).